Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due physical stress including hitting, in which the watertightness around the lens has decreased and the moisture has invaded out of the gap generated, resulting in the inside of the light guide lens has discolored. The event can be detected by following the instructions for use (IFU) sections: - the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ describes the following warning. - 7.inspect the objective lens and light guide lens at the distal end of the endoscope's insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset duodenovideoscope forceps lifting wire frayed. The device was returned for evaluation. During the device evaluation, the stain inside the light guide lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesives around objective lens has white-clouded area; connecting tube and universal cord had wrinkle; light guide lens, image guide protector, universal cord, protector of universal cord on suction connector side, objective lens had scratched; adhesive around light guide lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.